Event description:
It was reported that the device experienced a power on reset. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed that there was a power on reset (power on reset parameters). 1 - por for write to locked ram, addr=1699, data=02 on (B)(6) 2012 05:34:55 and 1 - patient alert for por on (B)(6) 2012 04:34:55.